Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure in the right internal jugular vein by using the powerport m.r.I. Isp. It was reported that during the procedure the patient allegedly experienced severe pain prompting immediate cessation of the procedure and needle removal. Upon removal the needle tip was found to be frayed, with clotted blood extracted. The procedure was completed using another device. The current status of the patient was unknown.